Manufacturer narrative:
The device was patent. The device did not meet the requirements for leak testing due to the male luer adapter at the drainage bag connection being cracked and broken. The inlet port connector to the drainage bag was broken. It is unknown how or when this damage occurred. The drainage bag was not returned. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. The IFU also cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the luer lock connector broke off. Reportedly, there was no injury to the patient and the patient is stable.